Event description:
It was reported that information was received from a patient regarding an external device. The caller had a damaged desktop charger cord. Caller stated that the connector pin is loose and wobbles around when they plug into the recharger. An email was sent to repair to replace the desktop charger. Caller also mentioned that they would like to transition to the wr. Agent sent the field staff notifying them of callers request. Caller mentioned that they charged the ins yesterday and that they were 50% charged.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the desktop charger 37761 (serial #:(B)(6)) revealed that they scrapped due to frayed cord and damaged cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.